Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the biliary duct, as the physician was attempting sphincterotomy the hydrotome would not cut, purportedly due to an electrical issue. The physician completed the procedure with another similar device. The patient is reported to be "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed and revealed no related issues to the reported complaint. Boston scientific received the subject device. Residue was present on the device indicating use. Visual inspection found the working length of the device was twisted and the exposed cutting wire was slightly bent and had a discolored brownish hue indicative of usage and/or dried residue. The portion of exposed cutting wire was measured and found to be within specification. Functional analysis revealed the device would not bow post 90 degrees which is within specification. In addition, the continuity between the 2-in-1 connector and the exposed cutting wire was able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire was measured and also found to be within specification. Based on the analysis of the product, it appears the device functioned as intended. Hence, the complaint was unable to be confirmed. However, it should be noted that the procedural factors such as the interaction between the device, generator and activation cord or generator settings used in the procedure is unknown. The twisted working length and bent cutting wire are likely due to procedural factors encountered during the use of the device relating the root cause to operational context. Nonetheless this cannot be confirmed, so the root cause will remain undeterminable.